Event description:
The customer reported that during an evaluation trial, the console was powered on, passed diagnostics and pumped in vent model during training. The console then powered off for no reason. The power switch was cycled off then on again. The unit passed diagnostics and the resume case key restored the parameters and the console was used to finish the case without further issue. The console will be returned to quest for evaluation.